Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the lock button does not work on touch screen. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) tested touch screen and could not duplicate the customer reported failure. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.